Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -4.0/+1.5/103 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2022 the lens was exchanged with a longer length lens due to low vault. The exchange resolved the problem.

Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).